Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint. Fa found the primary failure of grip tip broken to be related to the reported complaint. The tip-up fenestrated grasper instrument was found to have a broken grip at the midpoint of grip. A piece approximately 0.18" x 0.33" was found to be broken off the yaw pulley. The broken piece was not returned. The root cause of the broken instrument grips -tips is typically attributed to the mishandling/misuse such as excess force applied to the instrument jaws. No image or video was available for review. A review of the instrument logs for the tip-up fenestrated grasper (part number: 470347-12/lot number: u10210901 0038) associated with this event has been performed. Per the review, the tip-up fenestrated grasper instrument was last used in a procedure on (B)(6) 2022 on system sk2477. The alleged instrument had 2 uses remaining after the last procedural use. This complaint is reportable malfunction event due to fa findings: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. The expiration date is not applicable. Implant date and explant date is blank because the product is not implantable. Information for the blank fields is not available. Field is blank because it is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during central processing, the tip-up fenestrated grasper instrument was found to be broken. There was no report of patient involvement. The tip-up fenestrated grasper is a multiple-use endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.